Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery of the device revealed that the balloon burst longitudinally. Also, 3mensio imagery showed calcification present in the landing zone. In this case, the complaint of balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as it was reported that the balloon burst at the end of its deployment due to a calcified sinotubular junction, and the provided 3mensio shows the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position, the balloon to the 26mm commander delivery system (ds) burst at the end of s3u valve deployment due to a calcified sinotubular junction. A new ds was prepped and the s3u valve was ballooned again to ensure it was fully expanded. Per report, the patient was in stable condition.